Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not cleaning the exchange area before starting pd therapy. Two days after the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (dose and frequency not reported) IV (intravenously) for peritonitis. Four days after the hospitalization, the patient was discharged. On an unknown date the patient was retrained in proper aseptic technique. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.